Manufacturer narrative:
After the battery installation, the pump alarmed failed battery test due to a faulty battery tube. They were unable to verify the weak battery alarm due to the failed battery test alarm. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that she had a weak battery alarm after putting in a new battery. Customer stated that the pump powered off but it is fine now. Customer stated that she noticed a crack on the battery compartment. Customer reported that the battery compartment opening is chipped off and there are small hairline fractures. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined to troubleshoot for the weak battery alarm.